Event description:
It was reported that an mrs distal femoral replacement with a kinematic rotating hinge all poly tibia were implanted in 1992. The pt presented recently with the krh long tibial bearing cat# 6475-3-933 completely broken at the plate/post interface. The pt was revised in 2008.